Manufacturer narrative:
D10: concomitants: serial #: (B)(6), category #: 320-42-13 - 145-deg pe 42mm const hum liner +2.5, serial #: (B)(6), category #: 320-10-05 - equinoxe reverse tray adapter plate tray +5, serial #: (B)(6), category #: 320-08-42 - glenosphere exp 42mm +4mm offset, serial #: (B)(6), category #: 320-15-05 - eq rev locking screw, serial #: (B)(6), category #: 320-20-00 - eq reverse torque defining screw kit. The revision reported may have been the result of incomplete seating of the liner during implantation, bone impingement, patient-related conditions, an unreported post traumatic event, or any combination of these possibilities, which led to humeral liner disassociation. However, this cannot be confirmed as the devices were not returned for evaluation and images/radiographs were unable to be obtained. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 10 months post op the initial left tsa, this patient was revised due to the humeral poly dissociating from humeral tray. Patient was last known to be in stable condition following the event. No information is forth coming at this time.